Event description:
My dexcom 7 continuous glucose monitoring continuously reports very inaccurate blood glucose values. The device says my glucose is very high, when it is within acceptable range as verified by a blood glucose meter. Conversely, the g7cgm will report an extremely low reading when (again) the blood meter shows that my readings are within an acceptable range. The cgm sensor reader is constantly disconnecting from the sensor, even when the reader is within 3 feet of the sensor. I am on the third sensor, and each one fails in the same fashion; frequent disconnections, and inaccurate readings after multiple calibration samples. The test results above are from my blood glucose meter. The other test results are what the g7 shows for glucose at a time within 30 seconds from the blood glucose reading. Reference reports: mw5146834, mw5146835.